Event description:
(B)(6) post received through marketing partner. Post stated: "I did really well lost 130 lbs and then my band got infected had to be removed had to wait for infection and swelling to go down before doing another surgery. Had the sleeve and never felt any help with it." No further information available from physician or patient.